Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 a missing sensor wire was reported. The sensor was inserted into the arm on (B)(6) 2019. The patient reported that when attempting to insert his second sensor, it was painful and failed during warm up. After removing the sensor, he noticed that the sensor wire was not present and later confirmed via x-ray that the sensor wire had been retained. He stated that the site was moderately inflamed with a small bump at the insertion site. Additionally, he stated it was painful when he moved his arm. He stated that he intended to undergo surgical removal of the wire at a future date. No product was provided for evaluation. The complaint confirmation and probable cause could not be determined. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you. No additional event or patient information is available.